Event description:
The patient¿s spouse reported that the patient had an infection around the stoma site and was taking oral antibiotics for the same. The patient¿s current condition was not provided; the device had been in place for 7 days. Additional information received (B)(6) 2022 reported the patient had redness on sunday, (B)(6) 2022 and visited the general practitioner on (B)(6) 2022.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 04-jul-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.